Event description:
The customer reported bellavista 1000 having alarm 316 - blower failure. Furthermore, there was no information for patient involvement associated with the event.

Manufacturer narrative:
At this time, the suspect device has not been returned for investigation. However, logfie shows alarm 241 - "temperature of blower high and the temperature reading is at 83.3 degree. Alarm 316 - "blower failure and alarm 401 - inspiration valve or device leaky were triggered right after startup. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
"Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Logfile shows that the blower is overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. The root cause was determined due to user fault - lack of maintenance / filter exchange. "